Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011, with the following findings: the pump history shows multiple low battery warnings on (B)(6) 2011 and (B)(6) 2011. There was no battery related alarm warning observed on (B)(6) 2011; unable to investigate the issue due to overwritten download data for (B)(6) 2011. During investigation, the pump accurately delivered one unit/hour for 24 hours without interruptions. The pump history revealed that the time and date was manually changed to (B)(6) 2011 11:16; the patient incorrectly set date of the pump. During investigation, failure was confirmed; the pump was unable to hold date and time and reset itself to the default date and time. The pump was opened for further analysis; leaking bt1 observed. The issue is not likely to cause an adverse event.

Event description:
The patient reported that the pump powered off; however, he did not receive a replace battery warning. The patient also mentioned that the date and time reset with a battery change.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Manufacture date - 09/2009.